Event description:
Customer reported the j-loop unscrewed from the patient's IV catheter and leakage occurred. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received; however, the investigation is not complete. A follow up report will be submitted once the evaluation has been completed.